Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads. No damage was noted inside the insulin pump.

Event description:
The customer reported via phone call that she had frequent weak battery alarms. Customer stated that she changed the batteries every day and the pump keeps saying weak battery. Customer stated that one time the pump shut down. Customer didn't notice and then at 4 am, she woke up with a big headache and her blood glucose was at 500 mg/dl. Customer changed the battery but for about 5 hours, the pump would work and then she would receive another weak battery. Customer's blood glucose was 142 mg/dl at the time of the incident. Customer noticed that there was a crack on the top of the battery compartment. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.